Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his infusion set tubing (only the patient line) disconnected from the infusion set site. No further information available.